Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. Upon investigation the monitor reset during a pulse test at the distributor. The cause for the failure was isolated to a defective t2 transformers on the defibrillator pca. The root cause for the defective transformers could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.